Manufacturer narrative:
(B)(4) per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Evaluation of the distance of the right and left coronary ostia from the aortic annulus in relation to the thv frame height is emphasized. The manuals advise that a shorter distance between the annulus and the coronary ostia increases the risk of occlusion. Increased risk of coronary occlusion can occur with distance less than 10mm for a 23mm valve and less than 11mm for a 26mm valve. Operators are instructed to use caution with: bulky calcification (> 4 mm thickness), severely obliterated sinuses of valsalva (sov <5 mm larger than stj), significant valve oversizing (= 4 mm). The training advises that patients that meet all three of these conditions should not be treated: bulky leaflet calcification; severely obliterated sov; and, significant valve oversizing. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty. In this case, the exact cause of the coronary occlusion appears to have occurred due to the low height of the left coronary ostium in conjunction with the surgical valve leaflet contributing to the coronary obstruction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. (B)(4).

Event description:
The patient died from a complication of a coronary artery occlusion after a transfemoral deployment of a 20mm sapien 3 valve. As reported, after a successful transfemoral deployment of a 20mm sapien 3 valve in an existing surgical aortic valve, an autopsy revealed that the left main coronary was obstructed at the level of the sinotubular junction (stj) by a surgical valve leaflet. The sov was large enough that flow swirled around from the right cusp to provide some flow but not adequate flow. In addition, the surgical aortic valve was sitting canted in the annulus and sat mostly in the left sinus and left a huge space on the right sinus. As reported, a 20mm 9600tfx was deployed utilizing held respirations and rvp. Post valve deployment revealed no paravalvular leak (pvl); however, the patient was extremely hypotensive and in a junctional rhythm. The pressure recovered post 100 micrograms of epi and an aortogram was performed to confirm coronary flow and the aortogram revealed both the right coronary artery (rca) and left coronary artery (lca) appeared to have good flow. A tee noted "torrid" mitral regurgitation (mr) and that the rv was not moving; however no evidence of torn cords or pap muscle tears, no systolic anterior motion of the mitral valve (sam) was noted. A tee noted that one of the mitral leaflets was not moving at all. A 34cc iapb was placed and the patient was stabilized. There was slight st depression and this was concluded to be a "global ischemia" event. A decision was made to inject both coronaries to confirm that each was widely patent and was confirmed by angiography. The pa pressure remained >100mmhg and the blood pressure was tenuous with anesthesia struggling to keep the bp over 100mmhg. The patient's intrinsic hr was 38 and was paced at a rate of 100. The patient remained intubated with the iabp and was transferred to the sicu. The patient continued to do poorly and the family asked for all supportive measures to be removed and the patient expired one day post procedure. The valve was positioned well and functioning well with no pvl. Per post procedural discussion, discussion around left main coronary (lm) occlusion but this was not confirmed by EKG or angiography. The patient did have severe mr and pulmonary htn baseline and there was discussion around the hemodynamic effects of the mr/tr and pulmonary htn. The internal diameter of the valve measured 18.6mm x 21mm with an area of 318mm2 by CT. The lm height was very low <4mm both by CT and 3mensio. The distance from the frame to the lm measured >6mm and the team chose to proceed with tavr.